Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg was slightly slanted or implanted diagonally. The patient underwent a pocket revision procedure wherein the ipg was reburied. The patient was doing well postoperatively.